Event description:
Prior to a procedure, a black substance on the choice pt guide wire came off when wiped with wet gauze. The choice pt guide wire was not used. No pt injuries or complications were reported.